Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed checks and did not find any device overheating errors. The fse then performed calibration of sensor and continued to perform the counterpulsation simulation with the cardiosave trainer simulator and test balloon. After 2 hours of operation no anomaly was found. The operation tests were performed with positive results. The failure did not cause any damage to operators/patients or delays in procedures.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is az osp ss antonio and biagio and arrigo. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by the customer during use, that the cardiosave intra aortic balloon pump`s extension tube is very hot. There was no harm to the patient.